Event description:
(B)(4). Device was provided by doctor. Ongoing side effects I have experienced are, sharp stabbing pelvic pain, heavy menstrual, dizziness, brain fog, extreme fatigue, body and muscle aches, migraines, shoulder pain, neck pain.